Manufacturer narrative:
The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/ technique. A review of complaint history was unable to be performed as the relevant device and event information was unknown. A definitive root cause was unable to be determined; however, may have resulted from periprosthetic bone fracture. The cause of the bone fracture cannot be conclusively determined but may be related to a patient condition, a traumatic event, and/or surgical techniques. However, this cannot be confirmed because the devices were not returned for evaluation, and relevant patient information, images, or radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly. D10: (B)(6) 02-012-50-3011 - tru tib aug 1/2 size 3, 5mm. (B)(6) 02-012-50-3011 - tru tib aug 1/2 size 3, 5mm. (B)(6) 02-012-61-2000 - tru offset stem ext coupler, 2mm. (B)(6) 02-012-64-1480 - tru fluted stm ext 14mm x 80mm blast. (B)(6) 02-020-11-0240 - truliant ps cem fem ps cem left sz 4. (B)(6) 02-022-44-4011 - truliant tib imp psc insert sz 4, 11mm. (B)(6) 02-022-45-4030 - truliant tib fit tray cem sz 4f / 3t. (B)(6) 02-029-90-4300 - sterile packed short headed pin. (B)(6) 180-65-35 - alteon 6.5mm screw, 35mm. (B)(6) 200-02-35 - three peg patella 35mm. (B)(6) 204-70-00 - tibial stem ext. Screw. (B)(6) 521-78-23 - threaded pin size 2.3 collared 2pk. (B)(6) 521-78-23 - threaded pin size 2.3 collared 2pk. (B)(6) 521-78-32 - threaded pin size 3.0 collarless 2pk. (B)(6) 521-78-36 - threaded pin size 5.1 collarless 2pk. (B)(6) a10012 - gps implant kit v2.

Event description:
It was reported that a patient underwent a conversion from a unicompartmental knee arthroplasty to a total knee arthroplasty to address issues with the proximal tibia, proximal tibia fracture there were no reported issues. No further information provided.